Manufacturer narrative:
Device received with broken battery tube cap and cracked battery tube thread noted. Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm or display missing segment were noted. Device was inspected and no moisture noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump screen was paused or frozen. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had a diminished battery life, the battery cap compartment was stripped, and had a possible insulin leaks. The device will not be returned for analysis.